Event description:
Reportedly on (B)(6) 2011 during the implantation procedure, the physician used electrocautery to close the pocket during 1.5s and observed pacing failure during 15s, pacing was then recovered. The physician asked for an explanation of the observed pacing failure.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.